Event description:
As reported by an affiliate, a patient was admitted for percutaneous transluminal angioplasty of his renal artery (side unk). The lesion was described as heavily calcified and the vessel was mildly tortuous. The percentage of stenosis was not reported. A palmaz stent (size unknown) was removed from the stent delivery system and was mounted on an aviator plus balloon for implantation. Access was made from the brachial artery. The 5.0 x 15mm, 142cm aviator plus balloon with the mounted stent was delivered over the guidewire to the target lesion. While inflating the balloon, it ruptured at 5atm. The balloon deflated and re-wrapped normally and was removed from the patient. A 5.0 x 20mm aviator plus was used to successfully complete the procedure. There were no adverse events, and the patient is in stable condition.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.